Event description:
It was reported that "the hex tip that fits into the stem is damaged and wouldn't engage the stem".

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.